Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to a blocked pump. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was able to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 ipp cylinders were visually inspected, leak tested and microscopically examined. No damage or irregularities were observed during inspection. Both cylinders passed all tests performed. The ams 700 momentary squeeze (ms) pump was leak tested, visually inspected, and functionally tested. No damage or abnormality was noted in the pump during visual and microscopic inspections. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. The functional test failures identified during product analysis confirm the reported allegation of a mechanical issue, as the activation are the probable cause of the reported issues. The pump also failed the slow compression test. The ams700 ipp flat reservoir was visually inspected, leak tested and microscopically examined. The reservoir has wear at a fold in the reservoir shell; no leak was found in the reservoir shell. This wear would not affect the functionality of the device. Product analysis was unable to identify device malfunction with the returned reservoir. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to a blocked pump. No patient complications were reported.